Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with (B)(6) 2009-low back and leg pain; pt injured herself on the job on (B)(6) 2008; prior to accident had back pain-had epidural steroid injections; pt quit smoking 3 weeks ago; not working because of back problems (B)(6) 2009 posterolateral fusion l5-s1 bilaterally, interbody fusion at l5-s1 using peek interbody fusion cages x2, instrumentation for posterolateral fusion at l5 and s2 with bilateral pedicle screws and rods, ¿use of infuse bone graft substitute material¿ at l5-s1 for interbody fusion, l5 laminectomy (used infuse bone graft substitute material as well as autograft that had been obtained from the previous laminectomies); 2 rods were placed and compressed bilaterally to minimize any migration of the peekcages; then decorticated the sacral ala and the l5 transverse process bilaterally and lay down the remaining infuse bone graft material and autograft in the posterolateral gutters. (B)(6) 2009-s/p l5-s1 posterior lumbar interbody fusion; doing well since surgery, leg pain improved, numbness and tingling down left lower extremity in the l5 and s1 distributions (B)(6) 2009-c/o lower extremity swelling and calf pain; back pain still being managed with pain meds; sent to ER to ck for dvt; aching, numbness, pins and needles (B)(6) 2009 doing well until onset of tailbone pain; upper back pain getting worse; post op sacrococcygeal pain; referred to dr. (B)(6) 2009-stabbing pain, numbness hospitalized (B)(6) 2009 to (B)(6) 2010 at (B)(6) dr. (B)(6); underwent anterior lumbar interbody fusion to l1-2 and l2-3, insertion of biomechanical intervertebral fusion device packed with osteocel plus bone stimulating materin in l1-l2 and l2-l3 interspace (nuvasive implants) (B)(6) 2010-fu visit s/p lumbar interbody fusion at l1-l2 and l2-l3; pt states improved back pain, c/o leg weakness on left; pt still smoking; referred to a plastic surgeon to help her with her tailbone pain and possibly with injection to augment the level of fatty padding (B)(6) 2010-c/o tailbone pain, left leg and calf numbness referred to plastic surgeon; percocet; referred to pain mgt MRI lumbar spine (B)(6) 2010-c/o lower back pain-l1-l2-bilateral facet disease; l2-l3-mild bilateral facet disease; l3-4-mild diffuse disc bulge and bilateral facet disease; l4-5 mild diffuse disc bulge and bilateral facet disease; l5-s1-anterolisthesis of l5 on s1 with bilateral neural foraminal stenosis-no central canal stenosis (B)(6) 2011-from neuro-chronic low back pain for over 20 years, past 5 years has had left leg pain involving her left anterior thigh and left calf; has had 3 lumbar surgeries, 2 separate fusions, severe tailbone pain and severe lbp; pain worsened since mva in (B)(6) 2011; now getting epidural injections; postlaminectomy syndrome lumbar region (B)(6) 2012-intermittent lbp and left leg pain radiating to the side of the right calf into the foot (B)(6) 2013 failed back syndrome, chronic refractory pain syndrome-dr. (B)(6) -t8-9 laminectomy for spinal cord stimulator for thoracic pain-(B)(6) hospital and medical center (B)(6) 2013-chronic pain syndrome, scoliosis, postlaminectomy syndrome lumbar region; current smoker, started at age 38, 1 pkg per day (B)(6) 2013 c/o migraine headaches, lumbar post laminectomy syndrome, muscle spasms